Event description:
It was reported that during a reconstruction of anterior cruciate ligament, at the end of the procedure, just at the moment of fixing the graft in the femoral tunnel, an interference screw (biorci 7 * 25, 8 mm head) was used. This was being screwed properly, but at the end of the process, the screwdriver was rolled inside the head's screw, and this did not advance more from that site. Surgeon tried to return it but this was not possible, screwdriver was removed, and it was noticed that the screw was broken and that it was not possible to move it forward or back. Due to this, the remaining screw head had to be broken to remove the fragment. No patient injury was reported.

Manufacturer narrative:
One 7x25mm biorci screw w/8mm head was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 12mm of the distal threads have broken off and were not returned for examination. The head of the screw was returned which is cracked. The break area is angular in nature. The condition of the screw indicates it was subjected to excessive force during insertion likely due to inadequate site preparation. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph was provided. The photo shows the head of a biorci screw that has broken off. Examination of the photograph is inconclusive. The investigation could not draw any conclusions about the reported event without the return of the device.